Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead had become dislodged. No patient symptoms were reported. The lead was successfully explanted and replaced. It was noted that the lead had not been properly sutured.